Event description:
It was reported that the patient was having an x-ray to look at the device. The patient said that they didn¿t fall but the manufacturer representative thought that the patient did. The doctor said that the patient had a fall a while back and the stimulation worked on and off since the last visit. They thought the leads may have severed ½ inch from the battery. The first x-ray looked like the lead was not connected to the battery but it was hard to see. The problems started at the patient¿s last visit. After the x-ray they saw a power on reset (por) message of 0x400 and to verify the stimulation clock setting. The por was a parity error. It was unclear when the patient fell. It was further reported that 3 of the impedances were high which were the electrodes used for the patient¿s three programs. The manufacturer representative programmed around these impedances and their stimulation seemed to continue to run without stopping or cutting on and off. The x-ray was ordered to make sure all of the pieces were attached and everything looked good on the x-ray. There was no confirmed lead break. The patient was going to talk to their doctor or the manufacturer representative if the reprogramming did not solve the problem. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3 778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37754, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).